Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted: (B)(6) 2013. Product event summary: analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis indicated atrial oversensing.

Event description:
It was reported that there was a suspected lead fracture. A lead warning was observed for high threshold and high impedance. The lead was programmed off and it remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.